Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrograms (egm) data associated with the anti-tachycardia pacing (atp) was recorded for review, but there was no egm data associated with the shock therapy. The caller was upset that the shock treatments fell into suspended egm. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device was functioning within normal parameters as it had reached a set of predetermined conditions that stops collecting this data. In addition, the right atrial (ra) lead exhibited intermittent undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.